Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced pump stoppage. A review of the log file confirmed pump stoppage. On (B)(6) 2013 the MFR's technical svs rep performed a percutaneous lead evaluation on site which did not reproduce any pump stoppage. The percutaneous lead passed continuity and phase testing.

Manufacturer narrative:
The pt remains on going with the implanted device adn no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.